Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a clot in mca (middle cerebral artery) case, the operator tried to recanalize the artery with solumbra technique with cerebase and the catheter (subject device). The operator felt resistance when pulling the catheter (subject device) inside cerebase during the aspiration, and when he withdrew the catheter (subject device) it was found stretched and without the distal marker. The marker remained inside the artery (probably pushed in m1 after the control injection). The procedure was not completed successfully.

Manufacturer narrative:
B2 outcomes attributed to ae ¿ added required intervention to prevent permanent impairment/damage (devices). C2/d10 concomitant products grid ¿ added trevo nxt and trevo track21. F10/h6 health impact code grid _ added unexpected medical intervention.

Event description:
It was reported that during a clot in mca (middle cerebral artery) case, the operator tried to recanalize the artery with solumbra technique with cerebase and the catheter (subject device). The operator felt resistance when pulling the catheter (subject device) inside cerebase during the aspiration, and when he withdrew the catheter (subject device) it was found stretched and without the distal marker. The marker remained inside the artery (probably pushed in m1 after the control injection). Trevo nxt and trevo track21 were used as a medical intervention to retrieve the marker. The procedure was not completed successfully.

Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be kinked approximately 10cm,71cm and 80cm from the hub, the marker band was seen to be detached from the catheter tip, the catheter was seen to damaged. A functional test was not carried out due to the damage of the returned device. The product was returned, and the as analyzed codes listed in the below product problem code(s) grid were found. The reported catheter damaged, ro markers detached/separated and un-retrieved device fragments were confirmed during analysis. The reported catheter shaft difficulty removing/withdrawing could not be confirmed; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. T was reported that, 'he felt resistance pulling the catalyst inside cerebase during the aspiration and when he withdrew the catalyst the catheter was stretched and without the distal marker. The marker remained inside the artery'. Additional information provided by the customer indicated that trevo nxt stent and trevo track21 catheter were used only afterwards to retrieve the marker, not inside the catalyst. There was surgical delay of 2 hours. There was no damage noted to the packaging prior to preparation of the device, the device was prepared as per the dfu, and continuous flush was maintained for the duration of the procedure. The catheter shaft was seen to be kinked; the marker band was seen to be detached from the catheter tip. The catheter was seen to damaged. Therefore, the as reported can be confirmed. The as reported as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a clot in mca (middle cerebral artery) case, the operator tried to recanalize the artery with solumbra technique with cerebase and the catheter (subject device). The operator felt resistance when pulling the catheter (subject device) inside cerebase during the aspiration, and when he withdrew the catheter (subject device) it was found stretched and without the distal marker. The marker remained inside the artery (probably pushed in m1 after the control injection). Trevo nxt and trevo track21 were used as a medical intervention to retrieve the marker. The procedure was not completed successfully.